Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the insulin gauge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer reloaded the cartridge to resolve the issue. The customer¿s blood glucose was 80-300 mg/dl.